Event description:
We have received several complaints from clinical staff regarding the regulator-mounted canisters-medi-vac crd d.i.s.s. Mfg# (B)(4), cardinal healthcare. When canister is more than half full, the weight of the fluid is pulling the regulator from the wall, causing a break in the suction vacuum, resulting in a reduced/loss of suction. No pt harm has been reported. The concern is the inability to provide accurate and consistent suction regulation. Date of use: (B)(6) 2009 - (B)(6) 2012.